Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had delayed heartbeat (up to 616 minutes) and failed message processing due to a structured query language (sql) restartednet. Tcp/net.pipe services, which did not resolve the issue. Further investigation showed that the server had not been rebooted for 156 days and the carefusion coordination engine (cce) server for 56 days, contributing to service instability. The cce service was found stalled, so it was manually terminated and restarted successfully, after which heartbeat delays cleared (0 minutes) and message flow resumed, confirmed by the customer. Preventive recommendations included performing scheduled reboots and verifying patches with information technology (it). Follow ups were conducted to coordinate reboot scheduling, and since the issue was resolved and reboot planning was pending, the customer approved case closure with a plan to raise a new ticket for the scheduled server reboot. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient and orders were crossing from their epic to the server. However, there were no delays or adverse events or injuries reported based on this event.